Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows ghiatas packaging and a hairlike substance was noted within the sealed packaging. Based on the photo review the reported event can be confirmed. One sealed ghiatas beaded breast localization wire and cannula were received for evaluation. Upon visual evaluation, there appeared to be a segment of hair within the sealed packaging. Due to the nature of the complaint, no functional testing was performed. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as a hairlike substance was noted within the sealed packaging. A definitive root cause for the reported device contamination with chemical or other materials could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the packaging allegedly had a hair. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the packaging allegedly had a hair. There was no patient contact.